Manufacturer narrative:
(B)(4). The lot was manufactured from february 26, 2015 to february 27, 2015. The device was received for evaluation. Visual inspection revealed white particulate matter, floating in the device. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate contained a white, floating particle. This was identified after the device was filled with an unspecified amount of ceftriaxone and before use. There was no patient involvement. No additional information is available.